Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test. . Based on the results of the investigation, the customer reported issue "the image does not appear" was not confirmed and hence, a definitive root cause could not be determined. Based on the results of the investigation, it is likely that the malfunctions identified during the device evaluation was due to crack in the video connector. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported during reprocessing that there is no image. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing that there is no image. There was no patient involvement.